Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the unit and confirmed that the electrical test fails code #50 was recorded three times in the faults log. The drive manifold assembly (part #104-00-0018) and the full calibration, functional tests and safety checks to meet factory specifications. The unit was released to the customer. The parts replaced were returned to the manufacturing facility at (B)(4) for evaluation. The failure analysis performed on both parts could not confirm the failures. (B)(4).

Event description:
During a preventive maintenance, the company representative it was observed "electrical test failure code #58" (power-up vent test failure) three times in the error log ((B)(6) 2013, (B)(6) 2013 and an unknown date). The company representative confirmed with the customer that all three events occurred during a routine check conducted by the customer prior to use or after use of the iabp. The customer could use the iabp by rebooting each occurrence. The iabp was replaced with another iabp for further investigation. No patient was involved.